Manufacturer narrative:
(B)(4). Insulin pump was received with totally burnt pump. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had damage and felt into fire. No harm requiring medical intervention was reported. The device will be returned for analysis.